Event description:
It was reported that this right atrial (ra) lead exhibited an insulation breakage or damage. This ra lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.